Event description:
A trilogy evo ventilator was returned to the manufacturer for service with the allegation that the display screen was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was confirmed to be cracked. Additional findings not related to the malfunction/issue included the muffler assembly and air inlet foam filter required replacement as part of service.